Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient tried to press the buttons to deploy infusion set and it did not insert, event occured on (B)(6) 2026. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.